Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported that they were having some problem with fluid retention, and wanted to turn the interstim off. They thought it was turned off, but they weren't sure. They had turned the stimulation off for their urinary tract infection they had at the end of (B)(6) 2017. During the call, it was confirmed that the stimulation was still turned on. Patient services helped them turn the stimulation off, as the patient wanted to leave it off for a while. It was noted that the patient had a kidney transplant, which they had for years and years. They stated that it was a delicate balance with too much water and not enough water. There were no further complications reported as a result of this event. The indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.